Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) impedance measured high on a single occasion. It was also reported that fluoroscopy showed that the lead had dislodged, having pulled back from the apex. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).